Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient is doing fine postoperatively. The explanted device will not be returned as it was discarded by the facility.